Manufacturer narrative:
Findings: pump received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer reported that the device is splashed . Customer reported that the fluid/moisture espoused occurred in sailing. The customer found button error in alarm history. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported that there is fluid under the lcd display. The customer stated that there is crack on the reservoir compartment. The customer was advised that the device would be replaced.